Manufacturer narrative:
Date of event is estimated. The event of lead migration was reported to abbott. Both leads had migrated resulting in ineffective stimulation for the patient. The issue was resolved with the replacement of both leads. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00834. It was reported the patient's leads migrated and the patient experienced ineffective therapy. As a result, surgical intervention occurred wherein the leads were explanted and replaced to address the issue.